Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a white straw-like object came out from the tip of the scope while cleaning the scope with a cleaning brush from another company. The issue occurred during reprocessing after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with the same device. It is highly likely that the nurse assisting with the ercp forgot to remove the tip cover off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.